Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a patient's friend that when the leadless implantable pulse generator (ipg) was implanted it had four years of battery life and when it was checked again, the battery was at one year. It was questioned if the ipg was faulty. The ipg remains in use. No patient complications have been reported as a result of this event.